Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any staple formation issues identified intra-operatively or post operatively that led to a surgical intervention? If there was issues intra-operatively, what was done to correct? What color reload was used? Was buttressing material used? How were the post-operative issues identified? What were the timeline of events? Has the patient undergone any medical or surgical intervention? What is the current patient status?

Event description:
It was reported that during a bariatric surgery by videolaparoscop procedure, the surgery happened as usual, which it happened the fact of opening the line of staples in horizontal stapling of pouch. Documented the opening in subsequent surgery, including with confirmation of the integrity and patency of the anastomoses. It occurs that the patient is still hospitalized and needs a possible endoscopic intervention.